Manufacturer narrative:
Concomitant medical product: addr01 ipg implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced chest pain. It was reported that the right atrial (ra) lead exhibited undersensing. It was also reported that the right ventricular (rv) lead exhibited chronic high thresholds. Both leads remain in use. No further patient complications have been reported as a result of this event.